Event description:
It was reported that during a routine test, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak issue and an autofill error. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that upon testing the fse was not able to replicate the reported failure or fault for the "autofill error" and the fse had also further visited the site and tested the device as per specifications. It was being found that there is no leakage in the system and the unit was handed over to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak issue. No one was harmed.